Event description:
As reported via the (B)(6), a patient experienced death on the same day of the carotid index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right proximal internal carotid artery. The lesion was described as 15mm in length, mildly calcified and arch type ii. The reference vessel was 4.5 in diameter. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. It is unknown if air bubbles were present. There was 10% residual stenosis. The patient left the angiography suite with no neurological deficits. The same day of the carotid index procedure, the patient experienced a death. The cause of death is unknown. Concomitant medications included heparin and bivalirudin during the procedure and clopidogrel and aspirin was administered pre-procedure. Per the investigator, the death was not related to the cordis products, however, related to the procedure. Multiple attempts to gather additional information have been made and have been unsuccessful.

Manufacturer narrative:
Complaint conclusion: this is a (B)(6) female enrolled in (B)(4) registry, a patient experienced death on the same day of the carotid index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right proximal internal carotid artery. The lesion was described as 15mm in length, mildly calcified and arch type ii. The reference vessel was 4.5 in diameter. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. It is unknown if air bubbles were present. There was 10% residual stenosis. The patient left the angiography suite with no neurological deficits. The same day of the carotid index procedure, the patient experienced a death. The cause of death is unknown. Concomitant medications included heparin and bivalirudin during the procedure and clopidogrel and aspirin was administered pre-procedure. Per the investigator, the death was not related to the cordis products, however, related to the procedure. Multiple attempts to gather additional information have been made and have been unsuccessful. The patient¿s medical history included hyperlipidemia, clinical copd, ex-smoker and hypertension. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Multiple unsuccessful attempts were made to the site to gather additional information on the cause of death. The patient had an extensive medical history that could have attributed to the event. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken.

Manufacturer narrative:
Per the sapphire study adjudication minutes, the committee has agreed that the event of ¿death-cardiac related¿ was related to the procedure. Based on the information, this event no longer meets the criteria for reporting as a serious injury under MDR regulations. Please update your files accordingly.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.